Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k212724. H.1 imdrf annex a grid (1): a0414 - material split, cut or torn (2537/2454/3024) . Investigation summary: bd did not receive any samples for investigation. Therefore, 30 retained samples were subjected to functional tests to assess for holes in the tubing and leakage. All samples passed the testing, exhibiting no evidence of damage to the device or points of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubing/leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a cut was seen in the tubing of four device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a cut was seen in the tubing of four device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.